Event description:
During an atrial fibrillation ablation, the user believed there was a on the end of the ablation catheter that may have dislodged. The catheter and the sheath were removed and flushed, but there were no clots. The procedure was completed with no other issues and there was no patient consequences. The patient was heparinized while maintaining and act was at least 300.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. A blood-like substance was noted at the distal tip of the catheter. The device met specifications during temperature testing, occlusion testing, and leak testing. In addition, electrode 1 and the tip thermocouple met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clot remains unknown.